Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after a spaceoar vue placement procedure, the patient underwent radiation treatment, in one of the appointments the physician noted that the hydrogel had migrated into the rectal wall. The patient stated that he had clear discharge coming from the rectum when he strains to urinate. The radiation treatment was continued despite the event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Correction block h6 patient code e2114 has been added. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after a spaceoar vue placement procedure, the patient underwent radiation treatment, in one of the appointments the physician noted that the hydrogel had migrated into the rectal wall. The patient stated that he had clear discharge coming from the rectum when he strains to urinate. The radiation treatment was continued despite the event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Correction: after reviewing the available information, the manufacturer has determined that there is insufficient justification to include patient code (B)(6) . As a result, block h6 has been updated, and the code has been removed. Correction: block h6 patient code (B)(6) has been added. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after a spaceoar vue placement procedure, the patient underwent radiation treatment, in one of the appointments the physician noted that the hydrogel had migrated into the rectal wall. The patient stated that he had clear discharge coming from the rectum when he strains to urinate. The radiation treatment was continued despite the event.